Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. The device was not returned for analysis, and its location is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right total knee revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - vanguard tibial bearing 63/67 x 12 catalog ep-183522 lot 911000; vanguard femur right 60 mm catalog 183044 lot 386610; regenerex tibial tray 67 mm catalog 141272 lot 299140; modular splined stem 40 mm catalog 141369 lot 454860. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-03198, 1825034-2017-04449, 1825034-2017-04446, 1825034-2017-04447, and 1825034-2017-04448.

Event description:
It was reported that the patient underwent a right total knee revision approximately one year post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.